Event description:
While running patient samples, the customer reported a leak of blue tinted fluid around the wbc bath on the coulter lh 750 hematology analyzer and receiving no hgb results on the patient printouts. The volume of the leak was reported as 2 ml and the leak was contained. There was no biohazard exposure to mucous membranes or open wounds. No erroneous results were generated for this event.

Manufacturer narrative:
The field service engineer (fse) found a cut in the yellow stripe tubing at vl 12a at the pinch point on the tubing. The fse replaced the tubing at vl12a to resolve the leak and hgb non-numeric results. Bec internal reference to this event is (B)(4).